Manufacturer narrative:
The customer returned an additional lot# of contour next strips that was not provided in the initial report: lot# 5afef11, expiration date 01/31/2017. Manufacture date: 01/01/2015. Qa findings: tests run with the non-bayer control and two returned strip lots were not marked as control tests. Retention strips were tested with qa control and gave satisfactory performance.

Event description:
The customer used a non-bayer control solution on the contour next link. The meter did not automatically mark the readings as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Customer returned the control and strips for investigation. A new meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.